Manufacturer narrative:
One fogarty catheter was received by our product evaluation for a full examination. The report of balloon issue was confirmed. As received, catheter was found to be broken from the distal end. Catheter body edge at the damage site was rough and uneven. Mating cut part with balloon and windings were not returned. A longitudinal cut was made during deco process next to distal hub, however no other visible damage or inconsistency was observed from catheter body. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully.complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient with this fogarty catheter, the balloon burst and detached, remaining inside the patients body. The issue was solved by replacing it with another device. No information was provided whether any interventions were done in order to remove the detached balloon. The patient did not show any symptoms related to the event and has been discharged. The devices were available for evaluation.

Manufacturer narrative:
Based on further clarification, the balloon and the catheter tip were removed from the patient body by surgical operation. No information regarding this operation was available. Additionally, impact and clinical codes were updated in order to better reflect the nature of the event.

Manufacturer narrative:
Based on further engineering investigation, the units go through a balloon inspection process and a final catheter inspection and verification as part of the manufacturing process. Additionally, a pra has been generated regarding the balloon issue. The instructions for use (IFU) were reviewed and indicated that "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. The possibility of balloon rupture must be taken into account when considering the risks involved in any embolectomy procedure. " and "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter." Investigation codes were updated in order to better reflect the nature of the finding. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.